Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the screen displayed a "status 72" and a "status 116" error message, and the defibrillation function was not operable. The complainant indicated that there was no pt involvement in the reported malfunction.